Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication. The customer was in the emergency room. The event involved product(s) mmt-7841zw, mmt-7040ma. Troubleshooting was performed and confirmed that transmitter led light blinked when connected back to the sensor but transmitter was not connecting to the pump. No further patient complication was reported. Product return is required for mmt-7841zw. No product return is required for mmt-7040ma.

Manufacturer narrative:
Unit received and performed the following, placed unit under microscope and found physical damage to cow catcher and all connector pins. In conclusion, unable to perform functional, rf/ble/downgrade/association/accuracy test, due to physical damage. The customer complaint of charging, led anomalies, and communication event could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.